Event description:
It was reported that the device was at elective replacement indicator. It was also reported that the device did not meet the expected longevity. The device was explanted and replaced. During defibrillator threshold (dft) testing of the new generator the physician noted that the chronic right ventricular lead could not defibrillate the patient out of ventricular fibrillation. An epicardial lead was add and the dft testing then performed successfully. The chronic lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) bi- ventricular defibrillator (B)(6) 2010; (B)(4) implantable pacing lead (B)(6) 2010; (B)(4) implantable pacing lead (B)(6) 2010; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.